Event description:
The report received from the field indicated that the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis after a diagnostic catheterization. The patient was discharged home and was doing fine. No groin issues. Later, in the evening, she plopped down in her chair and started to actively bleed. Emergency services were called and the patient was treated for femoral artery hematoma/bleeding. Addendum: additional information received indicated that the patient also developed a pseudoaneurysm that was treated by injection of thrombin. An ultrasound performed after treatment indicated the pseudoaneurysm had resolved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis after a diagnostic catheterization. The patient was discharged home and was doing fine. No groin issues. Later, in the evening, she "plopped down" in her chair and felt a "pop". She noticed groin swelling and felt lightheaded. Emergency services took patient to the hospital where an ultrasound revealed a hematoma. Hemoglobin had decreased 2 points. The patient was then transferred to another hospital where a repeat ultrasound revealed pseudoaneurysm. Thrombin injection was done with resolution of pseudoaneurysm. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeding/hematomas/pseudoaneurysms are a common procedural complication that may or may not require treatment and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, "plopping down" in the chair may have contributed to the events reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.